Event description:
It was reported, the patient ( (B)(6)) suddenly lost stimulation. The patient underwent revision surgery where the ipg was replaced with a new one. The issue is now resoled and the patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.